Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant the right atrial (ra) lead had dislodged and exhibited poor sensing and capture. The ra lead remains in use. No patient complications have been reported as a result of this event.